Event description:
This impella aic controller device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp.

Manufacturer narrative:
B5: updated related device information.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Investigation details: not available because product was not returned. Phr summary : no, there were no issues related to the complaint discovered when reviewing the product history of console

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the nurse reported that the purge cassette leaked 4 times and they had to change it 4 times. But every time, after changing the purge cassette, the same problem occurred. The other purse cassette was discarded. The medical staff did not want to change it again since the explanation was planned for the next day.

Manufacturer narrative:
Section d4 primary UDI number has been updated. H6. Medical device problem code has been updated.